Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (blank screen) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in an inability to use the product which may lead to long term cessation of delivery.

Manufacturer narrative:
Follow-up # 1 date of submission 17-dec-2017 device evaluation: the device has been returned and evaluated by product analysis on 18-nov-2017 with the following findings: during visual inspection of the pump, it was observed that the pump was returned with a cracked display screen. The pump powered on to a blank display. The pump was opened and test display was used; the pump was fully functional with the test display. The battery cap and cartridge cap were not returned with the pump and test caps were used to complete the investigation.